Manufacturer narrative:
(B)(4). The batch card(s) for the complaint lot(s) was reviewed all samples passed 100% inspection. (B)(4) pieces of representative samples were returned for analysis. The product is still in complete packaging without any sign of damage. From complaint description, it was reported that clinical staff could not deflate the retention balloon of the catheter. The catheters had to be cut below the hub to deflate the balloons and remove them. Based on the analysis carried out on the returned samples, the catheters were fully functional upon inflation test conducted. The balloons were able to inflate and deflate without any problem. Since there was no product dis-functionality issue observed based on reported failure, therefore this complaint could not be confirmed.

Event description:
It was reported that the retention balloon of the catheter could not deflate. The catheters had to be cut below the hub to deflate the balloons to remove them. The patient's condition was reported as fine.

Manufacturer narrative:
Qn#(B)(4). The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the retention balloon of the catheter could not deflate. The catheters had to be cut below the hub to deflate the balloons to remove them. The patient's condition was reported as fine.